Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the light emitting diode (led) that indicates battery charge, did not illuminate. Since the event occurred during preventative maintenance, there was no patient involvement.